Event description:
As reported by a legal entity, a patient experienced cornea grain and a corneal ulcer in the left eye because of alleged contamination of a contact lens. Information was received regarding the patient's visit to an outpatient ophthalmology facility on (B)(6) 2014. The report states that the patient presented at the facility for a co-assessment of her corneal scar in the central stroma region, as a result of contact lens associated ulcer caused by pseudomonas aeruginosa in 2013. The patient will undergo dalk (deep anterior lamellar keratoplasty) procedure. No additional information was received.

Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).